Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that when a smiths medical cadd medication cassette was attached to the pump, the pump alarmed. Per reporter the patient subsequently switched to a back up pump and the alarm was resolved. Per reporter no further details were provided. No adverse patient effects were reported.